Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms and no delivery alarms. The customer stated that this was a recurring issue over the past four months. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, selftest and off no power test. No unexpected low battery alarm noted. The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump was unable to verify no delivery alarm due to motor error alarm at basic occlusion test. The insulin pump was unable to perform excessive no delivery test due to motor error alarm at basic occlusion. The insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.